Event description:
Valve explanted one hour after implant due to EKG irregularities and left ventricle stopped contracting. Left main coronary ostia was occluded. Pt was being moved to room when problems occurred. No further information was provided.